Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
The distal reclaim stem the protective sleeve cover was unable to removed easily and needed to be cut off the stem before implantation.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A complaint database search has identified a trend within the distal stem product family for difficulties removing the sleeve component. CAPA (B)(4) was established to investigate root cause and determine corrective actions as possible. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.